Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital for frequent low flow alarms. On (B)(6) 2022 they underwent a catheterization with multiple vessels stenting but there was no improvement of the flows. The patient was then planned for a computed tomography angiography (cta). The cta showed a twist at the most distal end of the outflow graft. The twist was released by the use of a stent, which opened the area. The flow was back to normal.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted computed tomography (CT) images and video confirmed a twist on the distal portion of the outflow graft. Additionally, evaluation of the patient¿s submitted log files confirmed low flow alarms, which the account attributed to the outflow graft twist. The controller event log file contained data from 17oct2022 to 19oct2022. The pump operated as intended at the set speed for the duration of the log file. The log file recorded 4 low flow alarms throughout the log file when the flow dropped below the low flow threshold of 2.5 lpm for 10 seconds or longer. The lvad event log file contained data from 04sep2022 to 16oct2022. The log file captured a slight decrease in flow over time. The log files appeared to capture the pump operating as intended. The account reported that the patient was admitted to the hospital with frequent low flow alarms. On (B)(6) 2022 the patient underwent a cardiac catheterization along with multiple vessels stenting without improvement of pump flow. A computed tomography angiography (cta) was performed which revealed a twist in the outflow graft on the distal portion of the graft near the anastomosis. The patient underwent a stenting of the outflow graft in the twisted location with flow improvement back to normal. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.